Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin reaction to the lifevest. The patient was reportedly very red, itchy, and had some blisters forming under the electrodes. The patient also reported a history of reactions to spandex. The patient was advised by her cardiologist to return the device. The patient reported that the irritation had started to heal.